Event description:
It was reported that the patient expired due to unknown reasons. The date of the patient's demise was not provided. It is unknown if the device was explanted, and no further details were provided.

Manufacturer narrative:
Device not returned.